Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a pacemaker check (the serial number is unk) on (B)(6) 2013, two error messages were displayed to user. Reportedly, pacemaker check was performed successfully and during the pacemaker check, data were printed out from the external printer and also transferred to pdf files. However, it was not possible to access pt files after closing session (pt name list was not displayed on the screen). An analysis is requested.